Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. Zimvie received the reported implant for evaluation. Visual/physical evaluation of the as returned product and functional testing identified signs of use (wear) but no malfunction. DHR review was completed for the subject lot number 2022040861. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022040861 for similar events and no other complaint was identified. Per the IFU, zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error ¿ improper case planning. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10: 1845, hex drive seating tool .0 35 inches/lot# unknown. G4: additional PMA/510(k) number ¿ k943604. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported nerve injury; implant perforation into mental foreman and nerve damage. When the screws of the cover were tightened, the jigs bit into them and the implant could not be removed. As a treatment for the patient, the entire implant was removed. The patient is undergoing follow-up with medication treatment for nerve paralysis. Tooth site # 20.